Manufacturer narrative:
The field service engineer checked the cuvette rinse levels, replaced the sample probe, and performed precision testing. The customer performed calibration and qc with passing results. The investigation determined the service actions resolved the issue. Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of questionable gluc3 glucose hk gen.3 results from the cobas 8000 c 702 module. Patient 1 initial glucose result was 13 mg/dl with a critical range flag and was reported outside of the laboratory. The result was not believed and the sample was repeated on another analyzer with a result 184 mg/dl. The repeat result on the original analyzer was 184 mg/dl. Patient 2 initial glucose result was 25 mg/dl with a critical range flag and was reported outside of the laboratory. The result was not believed and the sample was repeated on another analyzer with a result of 86 mg/dl. The repeat result on the original analyzer was 86 mg/dl. The reagent lot number and expiration date were requested but were not provided.